Event description:
An infant rec'd four routine immunizations-dtap, hib, ibv, pv 7- with 3cc vanishing point syringe made by retractable technologies. Mother reported that site of injections showed 4 tatoos which have persisted at least 4 months. Lesions are steel color in appearance, very small -less than 0.1cm-. Problem reported to MFR in 04/05. We are concerned that force of retractable spring is too much for infants with 3cc syringe. Three cc vanishing point syringes were stopped in our office and no subsequent tatoos have been seen. No word from the MFR as yet.